Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance measurements were noted to exhibit a gradual rise and range from 129 ohms to 134 ohms while the patient was in the clinic with the highest observed measurement of 154 ohms noted to have occurred approximately two (2) months prior. Boston scientific technical services (ts) discussed troubleshooting with the boston scientific representative (rep) and explained that if the shock impedance measurement is greater than 145 ohms, then shock therapy provided by the device may not be as effective. The patient subsequently reported that their associated implantable cardioverter defibrillator (ICD) device was exhibiting audio tones. This is expected due to the high out of range shock impedance measurements. The lead remains in-service. No patient symptoms or adverse patient effects were reported.